Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with previously malpositioned inferior vena cava filter and pulmonary embolism. Approximately two years and ten months post filter deployment, a computed tomography (CT) abdomen without intravenous contrast showed that the filter was abnormally positioned, strut broke and perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal wall pain near umbilical region; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two months and twenty days post filter deployment, computed tomography revealed the tip of the filter was tilted towards the right by 2-degrees. The tip of the filter was tilted posteriorly by about 8-degrees. The filter tip did not abut the inferior vena cava wall. The inferior vena cava filter was abnormally positioned. The tip of the filter was 1.4 cm superior to the inferior wall of the right renal vein. The tip of the filter was located 1.3 cm inferior to the inferior wall of the left renal vein. There was no perforation of any of the filter struts, except there was a broken strut at the 3:00 position, which was perforated and lay about 3 mm from the inferior vena cava wall and was just along the right lateral aspect of the abdominal aorta, but there was still a thin fat plane between the aorta and this broken strut. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter malposition and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4: (expiry date: 11/2016). H11:section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with previously malpositioned inferior vena cava filter and pulmonary embolism. Approximately two years and ten months post filter deployment, a computed tomography (CT) abdomen without intravenous contrast showed that the filter strut broke and perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal wall pain near umbilical region; however, the current status of the patient is unknown.